Event description:
It was reported that "the pt had an initial xia 3 implantation for primary indications. After surgery, the pt. Developed an infection, which required an irrigation and debridement. Upon I & d, surgeon removed hardware to reposition a screw. The crosslink seemed to become dismantled and non-functioning upon removal."

Manufacturer narrative:
Na